Event description:
It was reported that during an achilles tendon repair using the opus speedscrew implant, the implant broke off as it was being threaded into the bone. The implant was removed and the procedure was completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.